Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 1 states, ¿material sensitivity reactions.¿ number 14 states, ¿intraoperative or postoperative bone fracture and/or postoperative pain.¿ number 15 states, ¿elevated metal ion levels have been reported with metal-on-metal articulating surfaces.¿ this report is number 5 of 5 mdrs filed for the same patient (reference 1825034-2014-05536 / 05540).

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. This report is number 5 of 6 MDR's filed for the same patient (reference 1825034-2014-05536 / 05540 and 06995).

Event description:
Legal counsel for patient reported patient underwent right total hip arthroplasty on (B)(6) 2007 and left total hip arthroplasty on (B)(6) 2010. Patient's legal counsel further reported that a left hip revision procedure was performed on (B)(6) 2013 due to patient allegations of pain, elevated metal ion levels, and bone and tissue destruction. A review of invoice history confirmed all the surgery dates and located an invoice for a revision procedure that was performed on (B)(6) 2010. Further follow up revealed that the procedure on (B)(6) 2010 was a left hip revision procedure and that the modular head was removed and replaced for an unknown reason. Invoice history confirmed the modular head and taper insert were removed and replaced during the left hip revision procedure that took place on (B)(6) 2013. Additional information provided in patient medical records indicate left hip revision performed on (B)(6) 2010 was due to leg length discrepancy. The patient's operative report noted the head and taper adapter were removed and replaced. Additional information received in patient medical records noted that on (B)(6) 2013 patient's blood was tested. This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified.

Event description:
Legal counsel for patient reported patient underwent right total hip arthroplasty on (B)(6) 2007 and left total hip arthroplasty on (B)(6) 2010. Patient's legal counsel further reported that a left hip revision procedure was performed on (B)(6) 2013, due to patient allegations of pain, elevated metal ion levels, and bone and tissue destruction. A review of invoice history confirmed all the surgery dates and located an invoice for a revision procedure that was performed on on (B)(6) 2010. Further follow up revealed that the procedure on (B)(6) 2010, was a left hip revision procedure and that the modular head was removed and replaced for an unknown reason. Invoice history confirmed the modular head and taper insert were removed and replaced during the left hip revision procedure that took place on (B)(6) 2013. This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified.